Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause and treatment of peritonitis was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot numbers h11d25048, h11d12038, h12c08110, h12b29043 and h12g27079. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.